Event description:
A consumer reported that she is currently receiving treatment for a corneal ulcer, os. The consumer reported experiencing severe pain, and is being treated with antibiotic and antibiotic/steroid drops.